Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat insulation layer on the blade became loose and fell off. The issue occurred during a laparoscopic total hysterectomy procedure. The procedure was successfully completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d9 - device available for evaluation, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established due to the device not being returned to olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.